Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain and false empty detect due to use error as the initial drain alarm setting was inappropriately programmed too low. The current labeling for the was found to be sufficient for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation is currently in progress. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration reading was 1429ml, indicating the home patient (hp) drained 1429ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. (B)(4) contacted the nurse on (B)(6) 2010. The nurse stated that the patient never reported symptoms of overfill. (B)(4) advised the nurse of the probable cause. The nurse stated that the patient is coming into the clinic today and he will look into this. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.